Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after transseptal puncture, both competitor and manufacturer sheath were inserted into the left atrium by parallel wire technique. Cardiac tamponade then immediately occurred. A pericardiocentesis was performed, and the tamponade resolved. The procedure was continued, and the case was successfully completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that 27 applications were performed with a balloon catheter without any issue on the date of the event. The physical device was not returned for analysis/ investigation. If information is provided in the future, a supplemental report will be issued.